Manufacturer narrative:
Concomitant medical products: product ID 37083-60, explanted: (B)(6) 2015, product type: extension. (B)(6). (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that there were high impedances and the patient lost therapy during normal use. The impedances were greater than 40,000 on all contacts. The extension was replaced, and the issue was resolved at the time of the report. The patient was receiving effect therapy. The serial number of the extension was unknown as it was explanted and the serial number was not visible. A follow-up report will be sent should additional information be received.